Manufacturer narrative:
No product was returned for investigation. The cause of the hematoma was not determined due to insufficient clinical details. The cause of hemolysis was most likely due to positioning issue but the cause for positioning issue is unknown. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The cause of pump suction was most likely patient condition since suction resolved after giving fluid boluses. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis and oozing at the groin site. The pump position was adjusted to resolve the hemolysis, heparin was withheld, and a femstop was placed. Later, the patient was successfully weaned from the pump and survived.